Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be confirmed. The adhesive pad was inspected and found some adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.

Event description:
The patient reported needle pain due to the v-go coming loose. Patient stated no v-go has fallen off, but it does get loose. This is a recurring issue. There is blood at the needle injection site. Patient said he thinks the loosening happens from sweating.